Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to inappropriate programming the implantable cardioverter defibrillator did not deliver therapy in response to patient's tachycardia. Programming changes were discussed. No intervention was reported.